Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet for about a day during a hospital visit, then reconnected and experienced prolonged low blood glucose, with lows lasting about two hours and alerts reported by the device; the user self-treated with oral glucose and sugar water and later reported additional lows after a large meal announcement. Symptoms included dizziness and confusion consistent with hypoglycemia. Outcomes included correction of hypoglycemia with oral glucose without outside assistance or medical intervention. Investigation included case review, user troubleshooting, and education support, with training rescheduled for pump use. Investigation of this case revealed low glucose events with unclear etiology, with potential contribution from recent long-acting insulin administered at the hospital and subsequent reconnection to the pump, but no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.